Event description:
The facility study coordinator reported that in 2008, a flogard device infused too quickly during patient use. The patient was part of a study for procase, an experimental drug for gout, and the incident occurred at week 61 of the patient's participation in the study. Per the study coordinator, no patient complication has ever been reported before this incident since the treatment began. Prior to the start of the infusion, the patient had mild crackles in the right lung base. The pre-dose vital signs at 8:25am (time when infusion began) were: blood pressure (bp)-141/83, temperature (t)-98.9, pulse (p)-67, and respirations (r)-22. The puricase (1mg mixed in a 250ml bag of 0.9% normal saline solution to be infused over 120 minutes as a primary infusion) was being administered intravenously. At 9:35 am, the infusion nurse noted the infusion to be empty and the patient began to complain of chills and mild chest tightness, and appeared to have mild cyanosis, rigors, decreased blood pressure and labored breathing. Vital signs were noted to be unstable: bp-90/62, p-110, r-56, (no further temperatures were obtained). The patient rapidly improved his hemodynamic status over 3 minutes, once he was given oxygen at 2l via mask, and 1 liter of 0.9% normal saline solution wide open. At 9:37 am, the patient's vital signs were noted as: bp-107/62, p-107, and r-56. The patient was placed in a reclining position and an electrocardiogram was done and noted as sinus tachycardia; however, it was noted that the tracings were poor. At 9:40 am, the vital signs were noted as: bp-125/73, p-90, and r-40. Within 15 minutes, the rigors had stopped. The patient was taken to the emergency room, where he was diagnosed with an anaphylactoid reaction and fluid overload, and was placed under a 23-hour observation with no further complications. Per the hospital discharge summary, during the 23-hour observation, the patient no longer had hemodynamic instability, no return of the rigors, and no chest pain. Myocardial infarction was ruled out with three routine cardiac enzymes. The patient was given an extra 20 gm of lasix and upon discharge, his lung bases were clear. The patient was evaluated at approx 6 weeks later, with no additional complications noted related to this event and was started on allopurinol, naproxen, and azithromycin. At about one month later, the patient was reassessed to continue on the study, and was denied due to this event. The patient has been discharged from the study. The study coordinator stated the pump set up was performed correctly and without incident. The set up and programming were not double-checked by a second nurse, but there were no issues encountered with the tubing set and there is no allegation against the tubing set. The lot number is unknown and the disposable sample is not available for evaluation.